Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2015.

Event description:
Mail from private patient (B)(6): "I got a parietex net no. (B)(4) on (B)(6) 2014. After six weeks, the skin result was: confluated, in the depth hardened, plaques with redness at the edge and partially glossy surface in the inguinal; extensive with redness at the edge and partially glossy surface in the inguinal; extensive at the stomach, lower thorax area, both inguinals, also at the lower stomach area. Skin crinkles not possible. Now 80 per cent of my skin is concerned. The suspicion is close that the reason is the net. For further information please contact dr. (B)(6). I want to know if there is any other issue known. I suffer extremely from the skin hardening." Sales rep informed and asked to contact hospital for more information.

Manufacturer narrative:
(B)(4).